Event description:
The handpiece was returned after the customer received their own back from repair. Upon eval, it was found to run without user activation. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon eval, corrosion was discovered within the motor assembly and press plug. Corrosion on the electrical pins of the motor assembly can contribute to an intermittent electrical connection, which can result in the device unintentionally activating. The motor and press plug were replaced and add¿l preventative maintenance was performed.